Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic broke. There was no problem with the amount of viscoelastic and the plunger advancing speed was slow. The surgery was completed without removing the broken iol. The sample was not returned as it remained implanted in the patient's eye. Additionally, the iol sample was received although there was no report of the iol having been removed from the eye. The sample received would indicate that the iol was explanted from the patient's eye.

Manufacturer narrative:
Evaluation summary: the device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The broken trailing haptic is observed in the plunger groove oriented toward the nozzle tip. The lens was returned wrapped in gauze. The lens has been cut into three pieces. One haptic is broken. The root cause for the observed broken haptic could not be determined. The broken haptic is on the correct side of the plunger. The distal portion is facing the end of the nozzle. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).